Manufacturer narrative:
H3/h6: the spheres were returned and analyzed. Analysis found that the first five spheres did not have any apparent physical damage. When attached to a known good probe and fully seated, the spheres had normal tracking and geometry error. The second set of five spheres had a dulled surface on the peak as if scrubbed or soaked in something. When attached to a known good probe and fully seated, a high geometry error was displayed that would not allow tracking. Codes b01, c06, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the spheres condition was poor and were not recognized by navigation at all. A new device was used and could be used without any problems using the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
H2: correction submitted to update applicable fdd code. A0709 reflects the reported recognition issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.